Manufacturer narrative:
(B)(4). Batch: r5a501. Investigation summary : the analysis results showed that one ecr60d cartridge reload was returned with 5 double drivers missing making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It was reported that: staple retaining cap issue, cartridge installation issue. One photo was provided; the picture shows a gold reload from the top view. The pan can be seen partially detached from the left side.what appears to be a driver can be seen out of position in the proximal end right side. Also, some staple legs are noted on the reload. Based on the condition noted on the reload, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the elective thoracoscopic lobectomy surgery, after installed the reload, noted the staples (in the middle deck) protruding. Removed the reload, noted the pan was dislodged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.